Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. During annual pm, the philips field service engineer (fse) noted the air flow sensor was out of tolerance. The fse replaced the air flow sensor and retested the unit. After the air flow sensor was replaced the unit operated correctly and the sensor was within tolerance levels. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Unit failed the air flow test. No patient/user harm reported.